Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare's field rep that six rt235 infant dual-heated evaqua breathing circuits had been expiratory heater wire pins. This was noticed before pt use, right out of the bag. No pt consequence reported.

Manufacturer narrative:
(B)(4). Method: only one expiratory evaqua tube was returned for investigation. It was visually inspected for bent pins and tested to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the expiratory evaqua tube. A visual inspection revealed that one of the heater wire pins was bent, preventing the adaptor from connecting to the heater wire socket. A lot check revealed 5 other complaints of this nature for this lot number. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).